Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned to the service and repair depot: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the depot technician¿s assessment found that the power entry module on the back of the xenon lightsource was damaged, the wolf port on the turrent had burn marks inside of the port, the mirror and the mirror holder inside the unit were damaged and the power button was worn out. The power entry module, turrent, mirror/mirror holder and the power button have all been replaced to correct these issues. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis: the returned xenon lightsource was received in used condition with damage to the heat mirror and mirror holder due to rough handling/environmental damage. Damaged heat mirror would lead to improper heat shielding and thus melting/burning damage. The reported complaint was confirmed. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that during a case, the light port of the xenon lightsource (00mlx) sparked and melted the headlight connector. In addition, the port was also burned. No injury, death or surgical delay was reported.